Event description:
It was reported that a user self-initiated ilet therapy and, during a supply change, failed to disconnect the infusion set and filled the tubing while connected, resulting in an unintended injection of u200 insulin via the tubing and infusion set; the user treated the event with two doses of glucagon, and there was no hospital or physician visit. Symptoms included hypoglycemia with a reported blood glucose of 48 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem was identified, and the event was associated with an improper procedure during supply change involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.